Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, route and frequency not reported) and meropenem injection (250 milligrams each exchange, route and frequency not reported) for peritonitis. Nine days after the start of hospitalization, the patient was discharged from the hospital. At the time of this report, antibiotic course was completed and the patient has recovered from the peritonitis event fourteen days after the onset. Action taken with pd therapy was not reported. No additional information was available at the time of this report.